Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver reported a customer obtained higher values when scanning the adc freestyle libre sensor compared to the hcp meter. From (B)(6) 2020 to (B)(6) 2020, the customer obtained unspecified high sensor scan values, but experienced symptoms of hypoglycemia and was unable to treat themselves. Hcp contact was made and a blood glucose test of "2.3, 3, and 2.6" were obtained on the hcp meter, compared to sensor scans of 18 mmol/l, 18 mmol/l, and 17 mmol/l. The customer was treated with glucose strips. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. .

Event description:
A caregiver reported a customer obtained higher values when scanning the adc freestyle libre sensor compared to the hcp meter. From (B)(6)2020 to (B)(6)2020, the customer obtained unspecified high sensor scan values, but experienced symptoms of hypoglycemia and was unable to treat themselves. Hcp contact was made and a blood glucose test of "2.3, 3, and 2.6" were obtained on the hcp meter, compared to sensor scans of 18 mmol/l, 18 mmol/l, and 17 mmol/l. The customer was treated with glucose strips. There was no report of death or permanent injury associated with this event.